Event description:
A talent abdominal stent graft was implanted in a patient for the emergent treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the patient is morbidly obese with multiple medical co-morbidities. The patient was taken to the or and treated with a talent abdominal stent graft system. At that time, the patient was noted to have a ruptured abdominal aortic aneurysm in addition to large left common iliac aneurysm measuring greater than 3 cm in diameter. The stent grafts were implanted and the physician felt there were proximal and distal seals. A few hours later, the physician was contacted to return to the hospital as the patient continued to deteriorate. The patient was taken back to the or. At that time, he was converted to open-surgical repair. Upon abdominal exploration, the graft was intact yet the patient had intermittent bleeding into the aneurysm sac. Due to his size, the physician was unable to determine the source of the leak and patient was converted to open repair. The patient left the or at approximately 3 am the next day and was unstable for the next 8 hours and expired at 2 pm. The physician felt the patient's catastrophic event was likely related to his initial abdominal rupture, morbid obesity, and pre-existing medical co-morbidities. No additional information was provided.

Manufacturer narrative:
Evaluation results: (death). (Pre-operative aneurysm rupture, morbid obesity and pre-existing medical co-morbidities).